Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation and kink were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the nc tenku instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter.

Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo lesion with heavy tortuosity and mild calcification in the proximal circumflex (cx) artery. The nc tenku rx balloon catheter could not cross through the struts of a previously implanted stent in the left anterior descending (lad) artery. Thus, extra force was applied and the proximal shaft kinked. When the balloon catheter was removed from the patient, the proximal shaft separated. Another balloon catheter crossed through the stent implant successfully and using the kissing balloon technique in the proximal lad and proximal cx the procedure was completed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.